Manufacturer narrative:
The device history record for the subject device was reviewed. All product was found to be conforming upon release of the device. The tas ibd is inserted using three screws for fixation. The complainant reported the first two screws were inserted successfully, and when inserting the final screw, they encountered resistance. The complainant reported they recommended not over-tightening the screw and to stop when flush with the cage. The screw was advanced and the head of the screw sheared/broke off, likely from contacting the cage. The fixation was determined sufficient and the screw remained implanted. The screw head was easily recovered from the surgical site, and imaging was used to confirm all components were recovered. The device was not returned for evaluation. Follow-up report 1 - revised fields (7/5/2019): h6. Conclusion code revised to 61. H10. Narrative revised to reference that the device was not returned for evaluation.

Event description:
The complainant alleged that while the final tas bone screw was being inserted, the screw was advanced too far and the head of the screw sheared/broke off.

Manufacturer narrative:
The device history record for the subject device was reviewed. All product was found to be conforming upon release of the device. The tas ibd is inserted using three screws for fixation. The complainant reported the first two screws were inserted successfully, and when inserting the final screw, they encountered resistance. The complainant reported they recommended the surgeon not over-tighten the screw and stop when flush with the cage. The screw was advanced and the head of the screw sheared/broke off, likely from contacting the cage. The fixation was determined sufficient and the screw remained implanted. The screw head was easily recovered from the surgical site, and imaging was used to confirm all components were recovered. Titan spine is anticipating the return of the screw head. If any further information to supplement this report can be determined from technical evaluation, a follow-up report will be completed.

Event description:
The complainant alleged that while the final tas bone screw was being inserted, the screw was advanced too far and the head of the screw sheered/broke off.